Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd pen needle experienced needle break. The following information was provided by the initial reporter: needle broke off in her stomach but she doesn't remember it happening. Stated, she was in the hospital for a procedure unrelated to needle break and was told there was a needle that showed up on her CT scan. Stated, there is a lump on her stomach where the needle broke. Stated, there is no pain and surgeon did not make any recommendation for surgery. Stated, she is having surgery for another issue unrelated to needle break.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd pen needle experienced needle break. The following information was provided by the initial reporter: needle broke off in her stomach but she doesn't remember it happening. Stated, she was in the hospital for a procedure unrelated to needle break and was told there was a needle that showed up on her CT scan. Stated, there is a lump on her stomach where the needle broke. Stated, there is no pain and surgeon did not make any recommendation for surgery. Stated, she is having surgery for another issue unrelated to needle break.